Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a gradual increase in shock impedance to out-of-range values on the right ventricular (rv) lead. All other lead parameters were stable including intrinsic amplitude, pace impedance, and pace threshold. No artifacts were observed on the electrogram (egm) during in clinic movement maneuvers. Technical services (ts) was contacted and provided troubleshooting recommendations. The physician decided to deliver two sync shocks, and the resulting shock impedance was within normal range. As such, the patient will be monitored via scheduled follow-ups and will be enrolled in the latitude remote patient monitoring system. This ICD system remains in service.